Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. The patient was in good condition prior, during, and post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.